Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: unknown side unknown adverse event. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with a 125cc mentor siltex round moderate profile and experienced unknown side breast implant deflation postoperatively diagnosed upon physical exam. As a result, the device will be explanted on (B)(6) 2021. On july 30, 2021, the mentor failure analysis lab received the device for evaluation. Two 275cc devices were received, and the device reported was mentor siltex round moderate profile 125cc. Paperwork received with the device indicated that the replacement devices used on (B)(6) 2021 were catalog number 3501645; serial number (B)(4) on the left side, and catalog number 3501645; serial number (B)(4). On august 24, 2021, after multiple attempts, receipt of two 275cc devices and no response, impacted product is being reported as unknown saline. If any additional information is received in the future, file will be updated and supplemental report will be submitted. This supplemental medwatch report is for one of the 275cc device received on july 30, 2021.

Manufacturer narrative:
On august 25, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the saline breast implant, 275cc. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for one of the 275cc device received on july 30, 2021. Manufacturer¿s reference number: (B)(4).